Event description:
Mother reported elevated blood glucose of 500 mg/dl. Patient changed infusion set and insulin cartridge and blood glucose dropped to 190 mg/dl. The next day, blood glucose elevated again to approximately 500 mg/dl. Normal blood glucose is 200 mg/dl. Mother reported the cartridge compartment of the infusion device was wet. No alarms were received on infusion device. Patient switched to backup infusion device, and primary device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.